Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 37 mg/dl; cause was not known. Reportedly, the customer consumed jellybeans, honey, and lucozade drink to address bg level. The customer reverted to manual injections for insulin therapy.